Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device is currently pending further evaluation. On (B)(6) 2021, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 01jul2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope eg29-i10. In the event reported, the user states that there was no video image. The timing of the event was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: h6: coding changed, based on the investigation result.